Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, including a failed pairing to the ilet and a sensor failure alert on the user¿s phone, after which a new g7 sensor was started and entered warmup; the user provided a fingerstick value of 346 mg/dl to continue insulin delivery. Investigation of this case revealed that the initial sensor connection to the ilet failed, while a subsequent sensor-initiated warmup successfully with continued system use via fingerstick entry. No symptoms associated with hyperglycemia reported. Outcomes included no injury, no medical intervention beyond troubleshooting. It was concluded that the event involved a sensor-to-pump communication failure with recovery through replacement sensor and standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.